Event description:
It was reported that a new other manufacturer pacemaker system was implanted, as the patient experienced loss of capture and became syncopal. The old pacemaker system remained implanted, and the plan at that time was to explant in a few weeks. Technical services discussed concerns of having two systems, how to best program in the meantime. No additional adverse patient effects were reported.